Event description:
It was reported that the device was used during a laparascopic cholecystectomy. It was reported by the rep that the blade tip of the hc325 broke off while applying pressure to the liver bed. Case was finished. Another hc325 was not opened. There was no consequence to the pt.